Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise, oversensing, and low out-of-range (oor) pacing lead impedance (pli) which was detected via patient remote monitoring system. Boston scientific technical services (ts) discussed possible cause and recommended further testing of this lead. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information indicated that another red alert was detected for low out-of-range pacing impedance. No plan of action was taken this time as this was already a known issue. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicates this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited pacing inhibition due to noise oversensing in addition to previously reported observations. Additionally, it was suspected that the ra and right ventricular (rv) leads had insulation damage. Subsequently, the ra and rv leads were explanted and replaced. The crt-d was replaced with a cardiac resynchronization therapy pacemaker (crt-p) as the patient had improved their ejection fraction. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.